Event description:
It was reported that patient underwent ankle surgery on (B)(6) 2024, using a 9-hole 1/3 tubular plate with a combination of locking and non-locking screws, as well as two 4.0 mm partially threaded cannulated screws with washers. The patient developed eczema shortly after surgery, possibly due to an allergic reaction to the implant. A patch test with a local allergist is pending to determine if the plate and screws are the cause. The metallic composition of the implants is unclear, and more information is needed to determine if they are made of titanium or alloys. The patient's representative emphasized that they are not filing a complaint or requesting an investigation but are seeking details on the metals used in the implant to rule out a metal allergy.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.